Manufacturer narrative:
(B)(4) initial report. Additional information including x-rays, operative notes, confirmation of which implant fractured, patient details, patient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity / taperfit revision of all components after approximately 3 weeks due to reported aseptic loosening and implant fracture. It is unknown at this time which of the implants had fractured.

Manufacturer narrative:
Per -(B)(6) final report. Additional information including x-rays, operative notes, confirmation of which implant fractured, patient details, patient medical history and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the event could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / taperfit revision of all components after approximatively 3 weeks due to reported aseptic loosening and implant fracture. It is unknown which of the implants are fractured.